Event description:
It was reported that the patient visited the emergency room due to low blood glucose levels on (B)(6) 2025. The patient's blood glucose levels declined to between 54-69 mg/dl while wearing the pod between 5 and 24 hours. The patient reported the adaptive basal rate helped in lowering the blood glucose value, however, throughout the morning, the values continuously dropped. The patient did not deliver a bolus injection. The patient drank a cola and ate several candy bars. The patient contacted her nurse who advised using the activity feature of the system, however this did not lower blood glucose values. After 2 hours in activity mode, the pod was switched to manual mode. The pod was subsequently removed. Symptoms reported include general malaise and feeling as if she would lose consciousness. An ambulance was called, and the patient was treated with insulin and glucose by the paramedics. When arriving at the hospital, the patient was treated by the ER doctor with glucose via ivr. The patient was released after 3.5 hours, and her blood glucose had reached 150 mg/dl. The patient applied a new pod when she arrived home at approximately 16:00. Cloud data supplied by the patient and the glooko report were reviewed by insulet on (B)(6) 2025 with the following results: we see that the customer had slightly high bg in the morning (around 200 mg/dl) the bg then quickly dropped in which the pod immediately suspended insulin delivery. The bg values then began showing an increasing trend for a 15 min period in which the pod did deliver a total of 0.25 units between 08:56-09:11. The bg values then remained low, thus the pod again suspended insulin delivery and did not deliver any insulin again until after 16:00 when a new pod was activated. The gap in data between 13:30 and 16:00 is likely explained by the pod being ripped off the body without properly being deactivated via the app, which is also why we do not see a pod deactivation in our logs until right after 16:00.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.